Manufacturer narrative:
Pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir tube retainer/o-ring. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump cracked at battery compartment and did not accept batteries. The customer's blood glucose was unknown. The product was returned for analysis.